Event description:
Baxter mexico reported 2 incidents of insufficient betadine in the minicaps. Per baxter mexico samples available. Per mexico, no patient injury or medical intervention associated with this report.